Event description:
It was reported that the ventilator was giving inaccurate readings and alarming. No other details were provided at this time. No patient injury or adverse effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with a damaged front panel and missing positive end-expiratory pressure (peep) end cap. The frequency and tidal volume knobs are difficult to spin to their end stops. The input manifold is loose on the bottom chassis. The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customers reported problem was duplicated; multiple readings are inaccurate. Device alarms as intended. The investigation was unable to determine what caused the issue, however physical impact to the device may be a probable cause. For corrective action calibrated continuous positive airway pressure (CPAP) and positive end-expiratory pressure (peep), and the faulty variable relief valve was replaced. The root cause was traced to the customer/user interface. The previous service history has been reviewed and deemed unrelated to the current customer reported problem. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).